Event description:
It was reported after switching on, the video system center did not provide light to the connected fiber optic cable and the screen was blank. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However the root cause could not be determined. Based on the results of the investigation, there were no defects were found during the inspection. All functions are working properly and the measured values meet the inspection limits. The device was tested for several weeks but the mentioned problem didn't occur. If this problem occurs again the device can be sent to a german service center or the manufacturer. Olympus will continue to monitor field performance for this device.